Event description:
Reported by the complainant as follows: fms was put in on (B)(6) 2011. The rectal bleeding happened on (B)(6) 2011. Professional liaison agent from customer relation center notes that there was 30 ml of water in the balloon. For the allergies she did not know if he had some. The reason why they used the flexi-seal was to control unk diarrhea and to protect the skin. The event is deemed serious as it required medical intervention to avoid permanent injury and/or death. From a clinical perspective, a causal relationship between the device and this event is deemed possible because it was in use when the bleeding occurred.

Manufacturer narrative:
The following add'l info was received from the complainant: any medical history on pt: alcoholic, (B)(6) and consumer of cocaine. The amount of fluid in the flexi-seal balloon upon removal: still unk. How serious/ the amount of bleeding: he had more than 7 days of bleeding, approx 1 pique per day. What procedure was performed to stop the bleeding? He received pantoloc 40 mg IV 24 hours a day, 20 ml/hour, starting (B)(6) 2011 until (B)(6) 2011. He also received octreotide 500 ug/ 100 ml at 10 ml/hour. He received 10 units of blood. Did the pt undergo any diagnostics to visualize the rectum - if yes, which procedure and what was visualized? Ulcer? Necrosis? Did not have a colonoscopy done. Bleeding stopped on (B)(6) 2011. No further info will be forthcoming and therefore, the case is being determined to be a serious adverse event because medical intervention was required in order to prevent a serious outcome or death. (B)(4).